Manufacturer narrative:
B4 - corrected to 04-nov-2019 in initial MDR. G4 - corrected to 04-nov-2019 in initial MDR. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -10.0 into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to low vault. The cause of the event is reported as unknown, however the surgeon does note the patient's ciliary body has "poor shape."